Manufacturer narrative:
Patient identifier: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the narrowed esophagus during an esophageal dilation procedure performed on (B)(6) 2022. During the procedure, the balloon burst for no reason. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.